Event description:
Olympus was informed that the colonoscope shuts down during an unidentified procedure and the image was lost. There was no further detail provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add¿l info. The user facility reported that the reported phenomena occurred during a diagnostic colonoscopy procedure during which the image went completely black but the users reportedly were able to regain the image temporarily after troubleshooting followed by a complete loss of image again. The intended procedure was said to have been completed with an unidentified endoscope. There was no pt injury reported. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user¿s report. The referenced device was evaluated extensively with two different video processors while the bending section was manipulated with no image issues observed. The referenced device passed the fog test and the leakage test. However, there was fluid invasion noted inside of the scope connector, in the electrical connector, and throughout the light-guide prong, which likely caused the user¿s report. The referenced device was serviced and returned to the customer. This report is being submitted as an MDR in an abundance of caution.